Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated from the needle hub during the attempted puncture. The following information was provided by the initial reporter, translated from chinese to english: "the child was admitted to the hospital on (B)(6) 2021 due to "fever for 4 days and rash for half a day", and was diagnosed as bronchopneumonia. Intravenous infusion was given after admission. In order to protect blood vessels and reduce the number of puncture times, a closed vein indwelling needle was used for puncture and infusion. On (B)(6) 2021 when the closed vein indwelling needle was used for venipuncture of the child, the needle head of the indwelling needle was not easy to enter the needle, and the separation of the catheter tube and needle led to the puncture failure."